Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) presented to the clinic with dizziness and undesired stimulation from the device. It was determined that the crt-p had entered safety mode. Additionally, the reported dizziness was attributed to a loss of av synchrony and/or unipolar pacing oversensing with pacing inhibition. This crt-p remains in service, however urgent device replacement and product return were recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.